Event description:
It was reported that during lead revision, when the atrial lead was removed from the pulse generator, an unknown clear substance emerged from the atrial setscrew cavity. The physician opted to explant and replace the device at that time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal pulse generator characteristics.